Event description:
An attempt was made by hospital staff to use the device to administer a countershock to a patient diagnosed in cardiac arrest. The device allegedly failed to turn on using battery power.the device was connected to ac power and the device allegedly failed to deliver an electrical charge. A backup defibrillator was made available and used. Multiple defibrillation attempts were made. The patient was resuscitated. The reporter alleges that a delay in resuscitation caused by the reporter malfunction resulted in severe and irreversible brain damage to the patient.